Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a "remove usb device 2" message appeared during hemodialysis (hd) treatment on a 2008t bluestar cdx bibag dialysis machine. The patient was reportedly moved to a different machine where they completed their treatment. Upon follow-up, it was reported that the patient's blood was not returned prior to them being moved. However, it was confirmed the patient completed their treatment after being transferred. There was no indication that the patient experienced any adverse effects or required medical intervention due to the reported event. The 2008t hd machine was reportedly fixed by performing a hard restart of the system. No parts had to be replaced or calibrated. At the time of follow-up, it was reported that the machine was in service and fully operational.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, and b5.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a "remove usb device 2" message appeared during hemodialysis (hd) treatment on a 2008t bluestar cdx bibag dialysis machine. The patient was reportedly moved to a different machine where they completed their treatment. Upon follow-up, it was reported that the patient's blood was not returned prior to them being moved. However, it was confirmed the patient completed their treatment after being transferred. There was no indication that the patient experienced any adverse effects or required medical intervention due to the reported event. The 2008t hd machine was reportedly fixed by performing a hard restart of the system. No parts had to be replaced or calibrated. At the time of follow-up, it was reported that the machine was in service and fully operational. Additional information was obtained which revealed the patient's estimated blood loss (ebl) was 300 ml.